Event description:
It was reported that pump had not been used, but it had a pending alarm signal on. The pumps had not been implanted in a pt and are being returned for analysis. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis for the pump revealed no anomaly found. (B)(4).

Manufacturer narrative:
(B)(4).